Event description:
Boston scientific received information that the patient implanted with this device system was being prepped for a throat stretching procedure. The patient was lying in the fetal position on the left side, when brady escape rates of 30bpm to 40bpm were observed. Asystole greater than two seconds occurred. A chest xray was performed, and it was discussed that there was a possibility that there was not enough slack in the right ventricular (rv) lead and the pull that was experienced could have caused this to occur. The following morning, the patient was tested, lying and sitting with no return of bradycardia rhythm. Rv threshold measurements were 2.3 @ 0.7. The device rv thresholds were programmed to 3.5 @ 0.7. Additionally, the patient was reportedly on diuretics and medicine for low blood pressure. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted for a non-product performance issue. The device was returned for reliability analysis.